Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 13, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 4114, 3331, 11, 3259, 4210, 4307). Type of investigation #1: 4114 - device not returned. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 11 - testing of device from same lot/batch retained by manufacturer. Investigation findings #1: 3259- improper physical structure. Investigation findings #2: 4210- leakage/seal. Investigation conclusions: 4307- cause traced to component failure. The affected sample was not returned for evaluation; however, a video was provided showing a leak at the female l-shaped connector. A representative retention sample from the same lot number was reviewed with no damage to the unit noted, specifically with the female l-shaped connector. The sample was not returned; however, the provided video confirmed the leak. During the investigations of similar events, replication testing found that this crack appears on the part when the l connector is over tightened on the port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Damaged manifold.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: (B)(4). Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1069 - break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the manifold was damaged. No patient involvement, product was changed out, procedure was completed successfully.